Event description:
Pt for arthroscopy left knee. Following insertion of multi vac/tristar 50 - 3.0mm 50 deg suction lot #5601721, surgeon noted visualized only 2 burning balls to tip of wand instead of 3. Burning balls appear size of y3 of the head of a straight pen. Surgeon not able to locate for removal during procedure.